Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 189mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on liquid crystal display window, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.